Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she performed the high pressure test and passed. Customer was advised to do a complete set change. Customer was advised that the insulin pump was working as designed and a replacement infusion set will be sent. Customer previously called about having high blood glucose all day. Customer stated that she had not eaten all day long and her blood glucose has gone up to the 500's mg/dl. Customer has been taking shots and it does not seem to do anything. Customer checked to see if insulin would exit the tubing but nothing would come out. Customer's blood glucose was 500 mg/dl at the time and it was currently at 307 mg/dl. Customer declined to check for air bubbles in the tubing and reservoir. Customer removed the infusion set and the cannula was not bent. Customer had several no delivery alarms in the alarm history. Customer mentioned that she is taking prednisone and started taking it on (B)(6) 2016. Customer also takes levofloxacin and symbicort.